Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance when filling their cartridge. A cartridge and syringe change was performed resolving the issue. Additionally, it was reported the customer received an inaccurate fill estimate after loading a cartridge onto the pump. Reportedly, the cartridge had been filled with 300 units of insulin. A cartridge change was performed resolving the issue. Blood glucose level was 360 mg/dl.